Event description:
The user received questionable low ion selective electrode (ise) sodium results for four patient samples that were discovered when the results were questioned by a physician. Of the data provided, the results for two of the patient samples were discrepant. Patient sample 1 original result was 130 mmol/l with a data flag. Patient sample 2 was from a (B)(6) female patient. The original result was 134 mmol/l with a data flag. The field application specialist determined there was a blocked ise waste line and there was salt buildup due to a loose line at the ise waste vessel. He cleaned the ise waste vessel and tightened the line. The user replaced the ise electrodes. The field application specialist primed the ise and conditioned it by running 10 serum samples. The user performed calibration, quality control and ran a precision check. The samples were repeated after the customer had replaced all the electrodes and after the field application specialist had conditioned the new electrodes and cleaned up the ise waste container. The sodium results were much higher and were considered correct. Patient sample 1 repeat result was 136 mmol/l. Patient sample 2 repeat result was 141 mmol/l. No patients were adversely affected and no treatment was given based on the low results. The sodium electrode lot number and expiration date was not provided.